Manufacturer narrative:
(B)(4). A manufacturer representative went to the site to test the navigation system and could not confirm the reported issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that the stylet didn't project. There was no delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that the stylet didn't project. There was no delay in the procedure. No impact on patient outcome.